Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s lancing device has been returned on 8/18/2014 and evaluated by lifescan product analysis on 9/8/2014 with the following findings: the lancing device passed all testing with no faults found. The lancing device was found to have damaged/stripped cap threads. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(4) contacted lifescan to report the cap of the onetouch delica lancing device was damaged. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the evening of (B)(6) 2014, the patient noted the reported lancing device¿s cap was damaged and the threads stripped; he was unable to use it to obtain a blood sample for glucose self-testing. The patient took the action of taking a decreased dose of novorapid insulin. The patient manages his diabetes with novorapid insulin on a sliding scale and levemir insulin twice per day. On the morning of (B)(6) 2014, the patient experienced the symptom of shaking; he did not administer any self-treatment or seek medical attention. Troubleshooting revealed this was not a new lancing device and there had been no misuse of the product. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the reported lancing device issue. Therefore this complaint is being reported.